Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.7, laboratory inr: 21.6. Reportedly, the meter was not in the correct mode when finger stick was performed. The time between testing was within two hours. Nurse reported signs of bruising. Therapeutic range was not provided for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Therapeutic donor testing with returned meter sn: (B)(4) and retain strips ln: 308629. Functional testing on inratio meter sn: (B)(4). The customer reported the meter was not in the correct mode when the finger stick was performed. Performing the finger stick too early can cause a delay in sample application which may have prematurely initiated clotting and adversely effected sample migration, flow, and saturation. Be advised the finger stick should be performed when the green led light appears and meter prompts to add sample. The customer's improper use of the meter may have contributed to the observed inr value. Investigation equipment/materials. See scanned table. Analysis of reported data: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter: 2.7, reference: 21.6, mean: 12.15, confidence limits: na. Product support was unable to calculate the confidence limits of the inratio meter and comparative system inr results. Since the mean is >5.0 and the difference is greater than 2.2, the results are considered discrepant with the context of documented variability for inr testing. Investigation details: a strip investigation was performed on lot 308629, as indicated below. Accuracy and precision table: see scanned table. All replicates for both samples for strip lot 308629 are within the allowable bias. This passes accuracy criteria. No further action is required. For each pair of replicates for each sample on strip lot 308629, mean and standard deviations were calculated. All samples met the criteria for precision, (%cv was less than 16.0%). No further action is required. Functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-38.00 degrees c). Performed thermometer sensing test on unit and both thermistor are measured as follows: thermistor a = 36.10 degrees c thermistor b = 36.35 degrees c. Visual inspection revealed no significant contamination on heater plate. Meter memory: meter memory was reviewed. The customer's inr result was present in the meter memory on (B)(6) 2013 and not on the reported date of occurrence on (B)(6) 2013. Product support was unable to confirm the date and time programmed into the meter was correct. During investigation, the incorrect date was programmed into the meter. Therapeutic donor testing was performed on (B)(6) 2013. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. Retain strip testing on returned meter met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.